Event description:
Kimberly-clark received a report stating, "customer called stating the packaging on the packs were not intact. The sterile packages were open and not used." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed for code 88041 with pack lot number aa523402b and with pack lot number ac035409a. These records documented that the product lots reported in the incident met manufacturing specifications. Each of the devices returned for analysis had a pouch seal located at the flap that was open. Yellowish stains that appeared on both pouches suggest that the product packages were exposed to water on the paper package flap. Based on the available information, the root cause for the reported event could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.